Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 12mm synergy ii drug eluting stent was advance, but could not pass the lesion initially. When the device was removed to do more pre-dilatation, it was noticed that a stent strut was damage. The procedure was completed with a new 3.5x12 stent. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 12mm synergy ii drug eluting stent was advance for treatment but the stent would not pass the lesion initially. However, after removal, it was found that the stent strut was damage. The procedure was completed with a different device. Ther were no patient complications reported. It was further reported that the target lesion was 80% stenosed and was mildly tortuous and mildly calcified.